Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 5 cfus of acinetobacter species. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided the cleaning, disinfection, and sterilization process. It was unknown whether precleaning was performed immediately after the procedure or if air/water was aspirated through the biopsy/ air-water channel/suction channel/ auxiliary channel. During manual cleaning, the detergent used was ds6 soluscope. It was unknown if the parts were brushed. The automated endoscope reprocessor (aer) used was sniserie 4 pa-28700 with ds6 soluscope detergent and ds6 soluscope disinfectant. The water quality and the filter was replaced periodically in accordance with the instructions for use. The device was dried by a clean cloth and stored in a simple wardrobe. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive on november 29, 2023 for 16 colony forming units (cfus) of flora. The auxiliary channel and air/water channel were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus reprocessed the subject device according to the IFU and provided the following result of the re-culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: biopsy channel (ch). Cfu: 33cfu. Bacterial identification: aeromonas hydrophila. Sampling from: suction ch. Cfu: 19cfu. Bacterial identification: aeromonas hydrophila, citrobacter freundii. Sampling from: air/water (a/w) ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: <1cfu. Bacterial identification: n/a. Olympus replaced all channels, each cylinder, insertion section mount unit, and connector of the subject device and provided the following result of the re-culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: biopsy ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: suction ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: a/w-ch. Cfu: 3cfu. Bacterial identification: micrococcaceae, bacillaceae. Sampling from: auxiliary water ch. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. An additional potential adverse event was noted where brown foreign material remained in the air/water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The foreign material could not be identified and the root cause for why it remained could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.